Event description:
Consumer reported needle clog during injection. He stated that the pen jams while he is injecting. Consumer does not re-use. Consumer was not able to provide product information. He said he was calling from work and that he would call back with the information. Lot #: unknown, catalog #: unknown, date of event: unknown, samples: discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.